Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103233.

Event description:
Related manufacturer number: 3006705815-2023-02840. It was reported that following a recent fall, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on the patient's right lead. Additionally, it was reported that the patient experienced discomfort located at the ipg site. As a result, surgical intervention may be undertaken in the future to address the issue. It is unknown which lead has high impedances.